Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive. Customer's blood glucose was unknown. Customer's mother needed to be authorized for hipaa. Customer will not be returning the device for analysis.